Event description:
It was reported that within approximately two weeks post implant that the right atrial (ra) lead dislodged. During the revision procedure, after multiple attempts to reposition the ra lead it was not possible to pass a stylet through the lead. The ra lead was explanted and a new ra lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor fractured due to overstress. It was noted that the distal conductor was distorted, there was blood in/on the helix mechanism and there was tissue on the helix. The analyst commented that he lead was received with helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion and fracture of the distal conductor within the connector.